Manufacturer narrative:
The ge representative performed an on site investigation. The circuit boards were reseated and all the wiring connectors in the camera and workstation were secured. The system was then found to be operating as intended.

Event description:
The customer reported the left monitor was not displaying an image, only a bright white circle. No report of patient injury.